Event description:
It was reported that during the implant procedure, the helix would not extend and retract properly. The lead was opened and not used. Another lead was used. No patient complications have been reported as a result of this event

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was extrin sically over-rotated. Visual summary analysis of the lead indicated damage at implant.